Event description:
It was reported that leak was observed from an unknown location of a single day infusor during filling. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. One infusor unit was received with fluid inside the housing which indicated a leak has occurred. Functional leak test was subsequently performed by refilling the reservoir with green color water. After fill, leakage was observed at the welded area of the volume indicator port located inside the infusor housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Correction: this lot was manufactured between july 12, 2013 and july 17, 2013. The cause of the reported issue was determined to be due to an incomplete ultrasonic weld of the volume indicator to the port during the manufacturing process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.